Event description:
It was reported by the sales rep on behalf of the customer, that whilst opening the outer packaging of the device, it was noticed that the inner packaging was sticking to the outer one. It was added that when opening the inner packaging, it was noticed that the plastic form (surrounding the implant) was sticking to the inside of the inner packaging. It was added that due to this another implant was taken from the shelf. No adverse consequences reported.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.